Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose level and the insulin pump was under delivering. Customer¿s blood glucose level at time of incident was 32mg/dl and current blood glucose is 137mg/dl. Customer treated with food, glucose tablets, peanut butter, pineapple and grape juice. Customer did not allege pump was over delivering. Customer reports pump was not worn during a medical procedure. Insulin pump will not be returned for analysis.